Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. On an unknown date, stent migration was noted. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.